Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the adapter got damaged after being attached with the handle. A manual stapler was replaced to resolve the issue. The surgical time was extended for 10 minutes. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter housing was cracked. The cover tube was extended above the firing rod and not attached. During evaluation, the blue unload switch could be depressed but would not return to the home position. A representative reload could not be attached due to the damage and cover tube extending past the firing rod. The strain gauge could not be tested for responsiveness due to the state of the adapter. The adapter cover tube was removed, and missing components were observed. Manufacturing assessment concluded that the damaged adapter most likely occurred during use in the field and was not a result of the manufacturing process. It was reported that the adapter got damaged after being attached with the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.